Event description:
It was reported that patient is currently suffering no pain. Patient states that she has had an MRI, an x-ray, and blood work done to test for chromium and cobalt in (B)(6) 2012. The patient is reporting that the x-ray is showing fluid build up. Patient is also reporting that doctor is recommending that she be evaluated in six months.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.